Event description:
It was reported to st. Jude medical that the ICD and lead were explanted due to an infection. The infection is being reported under an agreement that was communicated to FDA in nov. 1997, in which all infections occurring within 30 days of implant shall be reported.